Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number: 301029 and lot number: 3305469. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) physical samples and one (1) photo sample were received for evaluation by our quality team. All three samples were received loose with the major damage to the plunger rods and all the stoppers are missing. The photo shows three loose syringes in a clear bag with the stoppers missing. The conditions observed are nonconforming per product specifications. It is most likely that the observed defects resulted during the assembly process. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Material: 301029, batch#: 3305469. Post investigation findings revealed the additional failure of plunger rod broken / damaged. Rcc received a complaint via email. Syringes are missing the plunger inside.